Event description:
The user stated that the teflon cannula twice came out of the skin. Once the cannula went out of the transparent window. The problem was resolved by replacing the set with a new one.